Manufacturer narrative:
Revision to tab a patient information, field e1 initial reporter first name and initial reporter last name. This supplemental report has been created to capture additional information and information correction.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold and low amplitude. This lead was discarded in the facility. A new lead with the same model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to high pacing threshold and low amplitude. This lead was discarded in the facility. A new lead with the same model was implanted. No additional adverse patient effects were reported.